Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11651. It was reported that the patient presented remotely via merlin.net on (B)(6) 2019. Upon review, it was found the right ventricular lead exhibited noise on (B)(6) 2019. The physician commented the noise might be due to a fracture on the lead. The physician also commented the pacemaker might be related to the noise issue. The lead and pacemaker were removed and replaced on (B)(6) 2019. There were no patient consequences.